Manufacturer narrative:
(B)(4). Eval, method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Event description:
Device insulation flaked off during use, the device was held on the tip via foreceps that may have contributed to the reported incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.